Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports difficulty removing the wafer. He states when he attempts to remove his wafer after wearing for 2 days he experiences the stripping of the skin, less than 10 mm in diameter, at the 3 o'clock position of the peristomal area. This has occurred several times. He has applied a cover dressing under the wafer to protect the area and this heals the skin by the next wafer change within 2 days. He describes his removing of the wafer as a pulling away from the skin.